Event description:
The patient was enrolled in the heal-laa study with patient identifier (B)(6). It was reported that pericardial effusion (pe) occurred. On (B)(6) 2023, a left atrial appendage closure procedure was performed with a successful placement of a 27 mm watchman flx pro laac closure device with complete laa seal and deployed device diameter of 23.9mm. The next day the patient was discharged on apixaban and aspirin. On (B)(6) 2024, 56 days post implant procedure, the patient presented for the 45-day follow-up visit. Computed tomography was performed which revealed a pericardial effusion (pe) measuring 3.4mm. A pericardiocentesis was performed and a pericardial drain was placed. The etiology of the pericardial effusion was unknown.